Event description:
It was reported the lead demonstrated increased impedance and threshold measurements. Patient complained of heart "beating fast" when lying down at night. Patient also experienced some "twitching" of chest due to unipolar pacing. The lead was capped anda new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).